Manufacturer narrative:
Device passed the displacement, self test, a21 error test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly, e21/a21 alarm and no unexpected battery power loss anomaly during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was died and had solid black dot and unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was able to clear the pump error and able to complete rewind the insulin pump. The customer was reported that the alarm was occurred immediately after battery change. The insulin pump will be returned for analysis.